Event description:
In 2008, the patient underwent repair of the descending portion of the type a dissection with the gore tag thoracic endoprosthesis. At an unknown date, imaging demonstrated that the proximal portion of the gore tag thoracic endoprosthesis had collapsed. A proximal type I endoleak was also observed. Two months later, the patient underwent a successful reintervention in which a palmaz 3110 was implanted, resolving the collapse and the proximal type I endoleak. The patient is in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.